Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture as well as non sensing. The patient has their own sinus rhythm so when the device was changed out, the physician elected to keep the lead implanted into the new device and programmed the device to vvi 45 to eliminate atrial pacing. The decision to leave the lead in the devic/patient was to ensure a device that has an option of an atrial lead should one be required in the future. To date, no adverse patient effects have been reported.